Event description:
It was reported that the customer had an urgent care visit due to ketones and high blood glucose of 29.7mmol/l. It was stated that the device was not functioning properly. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. However, the basal rates and bolus wizard settings were correct. Further troubleshooting was declined as customer requested having a replacement of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.